Manufacturer narrative:
Block e1: the initial reporter's facility name (B)(6) hospital . Block h6: imdrf device code a0401 captures the reportable investigation results of catheter-guide detached/separated. Block h10: a flexima biliary preloaded stent was received for analysis. The stent was received still attached to the delivery system. Visual inspection found the guide catheter separated into two pieces and the broken end was buckled; however, one of the pieces was not returned. Functional inspection was performed by manually pulling the stent and the stent was able to be deployed from the delivery system without any problems with the suture. Additionally, no signs of adhesive were found on the push catheter suture hole. No other problems were noted with the device. Product analysis confirmed the reported event of stent failure to deploy; however, the reported event of suture deployment issue was not confirmed. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. It was reported that the guidewire was inside the patient during the attempted deployment. However, the IFU states, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The reported and observed events were likely due to operational factors such as the deployment technique of the stent. It is possible that an excess of force being applied during the retraction of the guide catheter may have caused friction between the push catheter and the guide catheter which then resulted to the guide catheter being stretched and detached. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used to treat a choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be deployed as the suture remained connected and was not released. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "if the guidewire is not completely retracted into the delivery system, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter was broken into two pieces. Please see block h10 for full investigation details.